Manufacturer narrative:
Investigation pending.

Event description:
The customer reported receiving false positive coc, mamp, and thc results on both staff and patients. The false positive results occurred on 75 devices out of 75 devices used. No confirmatory testing was performed and no adverse patient outcomes reported.

Manufacturer narrative:
Retention and return products were tested with in-house, drug-free donor urine. All devices produced expected negative results at read time, indicated by distinct negative test lines for all analytes, including coc, mamp, and thc. The reported complaint of false positive results was not replicated during in-house testing. Manufacturing batch record review for the reported lot number did not uncover any abnormalities and all quality control specifications were met. Based on the information available, there is no indication of a product deficiency and no corrective action is required.